Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown reason. This device has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unknown reason. This device has been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside the bounds of normal medical use.